Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of unspecified tissue injury and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications of mitraclip procedures. It should be noted that the mitraclip g4 system IFU states: warning: do not make substantial clip arm orientation adjustment in the lv (left ventricle). Clip entanglement in chordae may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip and conversion to surgical intervention. In this case, it was reported that the user rotated the clip below the valve (in the lv), which contributed to the reported issues. The reported difficulty removing the clip from anatomy appears to be due to procedural conditions. The reported unspecified tissue injury and unchanged mr appear to be cascading events of the difficulty removing the clip from anatomy. There is no indication of product issue with respect to manufacture, design or labeling.na.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. Imaging was noted to be challenging due to a rotated heart. The cds was advanced under the valve and the clip arms were rotated several times. The clip then became caught on the posterior leaflet at the lateral commissure. The clip was able to be removed from the chordae. Once the clip was retracted back into the atrium, a prolapse of the posterior leaflet was noted at the p1 region. The clip was able to be implanted and was deployed on both leaflets. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip getting caught in the chordae, chordal rupture with leaflet prolapse, and unchanged mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced however, became caught in the chordae which caused a prolapse of the leaflet. The clip was able to be implanted however, the mr remained at 4+. No additional clips were able to be placed due to limited implant space. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.